Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The patient was put on general anesthesia. There were multiple pull downs for transseptal. When transseptal was completed, the wire placement did not look normal. Transesophageal echocardiogram (tee) was the imaging technique was used. Before the physician advanced the sheath, they monitored the pressures and swept for effusion. Pressures were dropping slowly and the initial trivial effusion was slowly growing. The location of pericardial effusion was in right ventricular/right atrium. Hence it was decided not to proceed with the watchman procedure and monitored the patient vitals. The patient was not on warfarin but was on eliquis 2.5 and plavix 75 prior to procedure. Patient was closely monitored but did not require intervention and is expected to fully recover. The patient was not admitted to hospital beyond standard of care and the procedure will be rescheduled.